Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the device displays loudspeaker fault (no alarms anymore). It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A replacement speaker assembly was ordered and shipped to the customer's site to repair and resolve their issue.